Event description:
This report was received from global pharmacovigilance and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, home care services spoke with the patient's husband and the peritoneal dialysis registered nurse (pdrn). The following information was reported. On an unknown date the patient experienced peritonitis manifested by cloudy bags. A culture was not performed. The patient was not hospitalized for the event. Pd therapy was ongoing. On (B)(6) 2012, global pharmacovigilance contacted the pdrn regarding the event. The nurse confirmed the patient experienced peritonitis manifested by cloudy effluent. The pdrn confirmed a culture was not performed. On an unreported date, the patient was treated with vancomycin. The pdrn confirmed the patient was not hospitalized for the event. Pd therapy was ongoing. The pdrn clarified that the drain bags had cloudy peritoneal effluent. The nurse confirmed there was no issue or cloudiness seen in the solution bags. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number h12d27068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.